Manufacturer narrative:
Original MDR was filed on 19-nov-2018. Additional information (05-dec-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Headquarters support center (hsc) has reviewed the information provided by the customer and has completed the investigation of the instrument data logs. Review of data files did not indicate any instrument issues during the test event date. Tni quality control was within range during the time of testing as well as in the days surrounding the event. No other issues of this nature have been provided by the customer. The cause of the event is unknown. No nonconformance with the instrument or reagent was identified. No further evaluation is required. Section has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant, elevated cardiac troponin (tni) result obtained on the dimension exl instrument. Siemens is investigating the event.

Event description:
A discordant elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl instrument. The discordant result was reported to the physician(s). New samples were drawn from the same patient six hours apart and processed on the same instrument and lower results were obtained. The results obtained from the new samples were reported and considered to be the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin I result.